Manufacturer narrative:
(B)(4). Batch # r57c1v. Photo evaluation: two photos were provided. Both pictures show the tip of a device with the knife exposed and the anvil detached from the trocar. The anvil has a washer loaded. The washer can be seen indented. Based on the photo alone the event described is confirmed. It is possible that the device has not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. However, hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition marks were noted on the washer and knife. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The marks noted on the washer and knife is consistent with the device been fired over existing staples. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information provided: there was longer surgery time (from 1 hour to become 5 hours) due to device failure and change in process (using suture) and the creation of a stoma on patient. Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? Dr. Is a very experienced surgeon and he was responsible to fire the device on that day. He is familiar with our device as he has already used cdh for many years. He could also verbally demonstrated the step of use during the last meeting on (B)(6) 2018. Was the device attempted to be fired multiple times? Dr. Mentioned he fired only once. However, he could not hear the cracking sound of cdh29a after the firing. He also mentioned he closed the firing trigger as much as he could. At last, he decided to release the firing trigger of the circular stapler and he found the blade didn¿t really cut through the tissue and the washer. Was the stoma planned or the result of issues experienced with the cdh29a device? According to dr., it was a tme +/- ileostomy procedure and the tumor was found at a very low position in rectum. For the stoma, it depends on the situation on the day. Dr. Is now blaming that the stoma created due to the failure of cdh29a. Were there any changes to the post-operative care of the patient as a result of the event? Possible complication due to the product failure was a longer hospital stay and another operation for closure of ileostomy is needed. What is the current patient status? The recovery rate of the patient is slow and his condition is still closely monitored.

Event description:
It was reported that during a tme+/- ileostomy procedure, mr. (B)(6) reported that the cdh29a could not be fired and dr. Could not hear the crash sound of the washer during firing. There was no complete donuts shape of the specimens and some of the staple was malformed. Finally dr. Used suture to finish the anastomosis and it processed around 5 hours. Dr. Mentioned that during his firing, it was already squeezed as much as he could to the normal position; however, there was still no any cracking sound could be heard. After that, he opened the circular stapler and found that most of the staples were malformed, the knife only cut through some parts of the distal end and didn¿t cut through the proximal end, which means the anastomosis was failed. After he removed the anvil of the circular stapler, he used the suture to finish the anastomosis by transanal method and created a stoma for the patient. For the current condition of the patient, the recovery rate of the patient is slow and his condition still needs to be closely monitored. Longer hospital stay and another operation maybe needed. It is found that the washer of cdh29a had not been cut and the knife of the stapler is still working.